Manufacturer narrative:
B3: date of event estimated. H6: device code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment- article titled: "vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices".

Event description:
It was reported via a research article that a suture break occurred with a proglide device during pre-placement with a 9 or 10 fr sheath prior to a balloon aortic valvuloplasty procedure. The sutures of a new proglide were successfully pre-placed. Additional information can be found in the attached article titled "vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices". The summary data from the article is captured under manufacture reference number (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.